Event description:
Per physician, two tubes of dermabond - used to repair skin laceration. Viscosity of two tubes was different. One solution ran out slowly; another quickly.

Event description:
Add'l info rec'd from MFR 6/15/04: a review of the device history records could not be conducted due to the lack of a lot number. Based on the event descriptions, ethicon inc. Should continue to classify these events as adhesive sets too fast as adhesive sets too slow, however the customer's experience could not be confirmed. The root cause of these events is unk. Setting time can be affected by storage conditions. It is recommended that all user facilities reporting this failure mode be instructed to store the product at storage conditions below 30 degree c (86 degree f) away from moisture, direct heat, or intense light.